Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-h185 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings listed in b5 the following was discovered; the air/water cylinder had no color, the suction cylinder had no color, the switch two was damaged, the switch flexible printed circuit unit had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the circuit board unit in the suction connector had corrosion due to water leakage, the light guide bundle had breakage, the plastic distal end cover had a scratch, the adhesive around objective lens had discoloration, the adhesive around the light guide lens had discoloration, the connecting tube had a wrinkle and the universal cord had corrosion. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an b30 error (scope communication error). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air water cylinder and tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.